Event description:
It was reported that an implant at tooth site # 3 was removed due to a fracture at the implant collar. The patient presented with a loose implant-supported bridge, and when tightening it, a fracture of the implant head was observed. Patient suffered from inflammation.

Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) number k011028/k013227.